Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the instrument jaws locked on tissue. The surgeon used a grasper to open the jaws and remove the device. A second device was used to complete the case without incident. There was no pt injury.